Event description:
A Medwatch report (MW5190105, MW5190104, MW5190103) was received indicating the patient¿s system was explanted. During the procedure, the lead was unable to be explanted due to it being tethered in the sacral and partial lead remains implanted. It is unknown why the system was being explanted. Date of implant and explant are unknown.

Manufacturer narrative:
Date of event is unknown. The unique device identifier (udi #) is unknown because the lot and part number were not providedAdditional information is unable to be obtained as the initial reporter elected to not be identified. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.